Event description:
It was reported the instrument was found to be fractured in half during the inspection of the loaner kit in the warehouse. No surgery occurred. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Visual examination of the returned device found signs of repeated use and has fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.